Event description:
Profound and permanent neurological injuries [nervous system disorder]; neuropathy [neuropathy peripheral]; severe and permanent physical injuries [injury]; excess zinc [blood zinc increased]; copper depletion [blood copper decreased]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip, as her denture adhesives of choice and reported the following: diagnosed with neuropathy in 2009; profound and permanent neurological injuries; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; excess zinc and copper depletion confirmed by lab tests within the past year. She has and will continue to receive unspecified medical care and treatment. Health care professionals have been visited. Treatment consisted of unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retains testing or product investigation.